Manufacturer narrative:
The 840 ventilator has been repaired, converted into a demo loaner, and it is now part of the covidien demo pool. The unit did not pass ground isolation test due to a connection in ac inlet panel. The panel was removed and reinstalled correctly. The unit did not pass breath delivery (bd) power on self-test (post). The covidien field service engineer (fse) found no software on bd cpu. Re-installed software and the unit passed post and ground isolation tests. The serial number was provided, and the service history record for this device was reviewed for similar complaint modes. Similar complaint mode(s) relevant to this complaint were found in the device service history record. Complaint trends will be reviewed and monitored. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.

Event description:
Covidien received info stating that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The user facility requested the device be replaced with a new ventilator. During a f/u with the user facility, it was found that the ventilator is currently in "do not use" status and the cse is scheduled to remove the device from the facility. Upon replacement and further eval of the device by the MFR, a replacement report will be issued. (B)(4).